Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for an automatic lead safety switch (lss) from bipolar to unipolar due to left ventricular (lv) pacing lead impedance greater than 3000 ohms. The associated chronic right ventricular (rv) lead is plugged into the lv port of this implantable device. The clinical observation occurred with the previous implantable device and this is the first alert generated with this device. Other lead measurements are satisfactory. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.